Event description:
The reporter stated that she had been getting the er1 message regularly, and comparing the test strip with color chart, believed the results to be > 350 mg/dl. She asked her dr for instruction on testing (she had been testing normal on the dr's meter.) Her dr discovered that she had been placing her test strips into the meter upside down. Since learning to insert the test strip correctly, her blood sugar readings are in her normal range. She tested during troubleshooting with a lifescan rep, and got a result of 242 mg/dl. Reporter had difficulty with control solution test and was sent a video.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8